Manufacturer narrative:
The reported complaint of the autopulse platform ((B)(4)) displayed scrambled characters and were unreadable on the screen was confirmed during functional testing. The root cause of the observed problem was firmware failure, likely attributed to the age of the platform. The autopulse platform was manufactured in 2008 and is 15 years old, past beyond the expected serviceable life of 5 years. The firmware was updated to remedy the reported complaint. Upon visual inspection, unrelated to the reported complaint, noted cracks and missing screws on the top cover, front and bottom enclosures, likely attributed to user mishandling, such as a drop. Also, a worn belt clip retainer observed, likely attributed to normal wear and tear. The top cover, front and bottom enclosures, screws and belt clip retainer were replaced to address the observed physical damages. Upon further inspection, unrelated to the reported complaint, a sticky clutch plate was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Data archive showed ua18 (maximum takeup depth exceeded) and ua45 (drive shaft not at home position) errors, unrelated to the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to the fault code 27 error message, unrelated to the reported complaint. The root cause of fault code 27 error was due to a defective drivetrain, likely attributed to the age of the platform. To remedy this error, the drivetrain was replaced. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(4).

Event description:
During shift check, the autopulse platform ((B)(4)) displayed scrambled characters and were unreadable on the screen. No patient involvement.